Event description:
It was reported that the pt had a two level transforaminal lumbar interbody fusion (tlif) at unk levels. The pt's rod broke unilaterally on the left side sometime post-op. The pt had revision surgery to explant the broken rod.

Manufacturer narrative:
The rod was returned for evaluation. Visual and optical examination found that the cable broke at the point where it exists the rod. The shape of the fracture surface suggests excessive shear load is the root cause to the failure. A review of the device history records did not identify any applicable nonconformance to specification.